Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported the power supply to the camera is very hot to touch and shows a brown like burnt discoloration on its surface. The power supply has been removed from use and there is no patient involvement associated with the event.